Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. Prior to death, the patient was hospitalized for an unrelated event on the same day as the receipt of this report. It was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. No additional information was available at this time.